Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The right ventricular (rv) lead triggered an alert for high superior vena cava (svc) impedance, however, the rv lead is a single coil lead with no svc coil. The ra and rv leads remain in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.